Manufacturer narrative:
Method: a review of the manufacturing paperwork has been conducted. Results: the review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2011, a female pt was implanted with a gore propaten vascular graft in a fem-fem crossover. It was reported to gore that on (B)(6) 2011, thrombus developed inside the gore propaten vascular graft and it was replaced with a dacron graft. The gore propaten vascular graft is not being returned to gore.